Event description:
It was reported that the device was displaying a service indicator. There was no pt use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device would not analyze a rhythm when hooked to a simulator.

Manufacturer narrative:
(B)(4): physio-control evaluated the device. The reported failure was verified and repair was recommended. The customer later decided to decline the repairs. The device will not be further evaluated by physio-control; therefore, further investigation cannot be performed. The cause of the reported failure cannot be determined at this time.